Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: wear problem.

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2020, and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 24-sep-2020: distal cap, fixed type, failed epoxy seal integrity inspection, operation channel- primary slice by accessory, primary operation channel resistance, right/ left brake knob markings faded, lightguide connector root brace cut, distal tip annual maintenance, passed dry leak test, lightguide prong cover glass set loose, passed wet leak test, middle lcb distal cover glass glue is missing, insertion tube bump at end of root brace, distal cap/ case cracked, fluid invasion not observed in control body, fluid invasion not observed in pve connector, insertion tube mild discoloration at stage 2, insertion tube mild discoloration at stage 1, prism glass glue missing, segment compressed. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, o-ring(0.5x1.3), o-ring (1.8x19.8). The video duodenoscope is pending repair or final qc approval as of 30-sep-2020.